Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) trial. On the last insertion of silverhawk, a small perforation occured in proximal target lesion requiring a covered stent and post dilatation with a balloon. The symptoms were resolved.